Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced a recurrent incisional hernia which was surgically repaired on (B)(6) 2014. During this procedure, it was reported that a ¿small bowel resection x3 with extensive adhesiolysis, ventral hernia repair, bilateral tissue myocutaneous flaps, placement of biomesh for soft tissue defect of 15 x 20 cm, drain placement and complex wound closure¿ were also performed. The procedure was converted from a laparoscopic approach to a midline laparotomy incision. No details regarding the post-operative course are provided. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/20/2020. Additional narrative: it was reported that the patient underwent removal surgery on (B)(6) 2014. It was reported that the patient experienced severe pain, bowel obstructions, severe stomach cramps, constipation, adhesions, scarring, nausea, stress and anxiety.